Event description:
Reporter stated that user from facility reported that a free flow of solution into the weighing chamber occurred when the source occluder door was left open during installation of the transfer set. When he attempted to purger the weighing chamber of fluid, he got a p-23 alarm, which he and the reporter could not resolve. Threfore, the unit was sent to product services for evaluation of this service issue, not for the product complaint, which is a user error resulting in a free flow. No pt involvement.